Event description:
The hosp and a maquet field clinical rep reported that during an endoscopic vein harvesting hemopro trial, the short port btt black inflation valve dislodged and the balloon was not holding air. The harvester gave a second try to inflate the balloon and as soon as the syringe was removed, the balloon deflated. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: a visual inspection showed that the black check valve had a piece missing. The missing piece does not affect the functionality of the valve as far as the ability to hold air. The balloon was then inflated with 25 cc of air. The balloon inflated properly and upon the removal of the syringe, the balloon stayed inflated. However, the black check valve backed out of the luer fitting. This is an indication of a faulty valve. The faulty valve could have been intermittent in its ability to hold and maintain air. Based upon these findings, the complaint was confirmed. A lot history record review was completed fro the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).